Manufacturer narrative:
D.4. Device information: the device lot/serial number was requested but remains unavailable. Therefore device information remains unknown. H.6. Type of investigation: code 4119 remains unchanged. H.6. Type of investigation: code 4119 - attempts were made to obtain the device lot/serial number, and the lot/serial number remains unavailable. No device history record review was able to be completed. H.6. Investigation findings: code 3221 remains unchanged. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm rupture. Furthermore, the IFU indications for use instructs that the gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used with the gore® excluder® aaa endoprosthesis or the gore®excluder® conformable endoprosthesis to isolate the common iliac artery from systemic blood flow and preserve blood flow in the external iliac and internal iliac arteries in patients with a common iliac or aortoiliac aneurysm, who have appropriate anatomy, including minimum common iliac diameter of 17 mm at the proximal implantation zone of the ibe, external iliac artery treatment diameter range of 6.5 ¿ 25 mm and seal zone length of at least 10 mm, internal iliac artery treatment diameter range of 6.5 ¿ 13.5 mm and seal zone length of at least 10 mm, and adequate length from the lowest major renal artery to the internal iliac artery to accommodate the total endoprosthesis length, calculated by adding the minimum lengths of required components, taking into account appropriate overlaps between components. H.6. Investigation conclusions: code 11 updated to code 4315.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® iliac branch endoprostheses. Two gore® excluder® iliac branch components were placed above the aortic bifurcation and a medtronic 16mmx28mmx82mm device was used as a bridging component on the patient's left side due to reported short anatomy. On (B)(6) 2021 it was reported that the patient's abdominal aortic aneurysm had ruptured due to dislocation (type iii endoleak) of the bridging component and the gore® excluder® iliac branch component on the patient's left side. A secondary intervention was performed. The ruptured abdominal aortic aneurysm was treated using a gore® excluder® aaa contralateral leg component to reline the patient's left limb. The patient was discharged three days later. There were no further reported issues.

Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable device information: the device lot/serial number was requested but has not yet been provided to gore. Concomitant medical products and therapy dates: asked but unavailable device manufacture date: as the device lot/serial number has not yet been provided to gore, the device manufacture date remains unknown. (B)(4).